Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the customer's most recent charge during troubleshooting with tandem technical support was unable to confirm the reported battery issue. In addition, multiple occlusion alarms occurred. The contact reported the customer¿s blood glucose was over 500 (mg/dl) and the cause was unknown. Manual injection was administered to address bg.

Manufacturer narrative:
The reported elevated blood glucose continued into (B)(6) 2018 and the cause was unknown.